Manufacturer narrative:
The device was returned and evaluated. The product was modified (post final release) as the wires were covered with anti-chew wrap that gives a bitter taste (for pets).

Event description:
Alleges customer has had to call ems to get out of chair due to inoperation of the chair.

Manufacturer narrative:
The "date of event" has not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges customer has had to call ems to get out of chair due to inoperation of the chair.